Manufacturer narrative:
Additional information was received that the physician did not believed the infection was procedure related.

Event description:
A report was received that patient had redness and oozing at the battery site due to infection. The patient was prescribed medication. The physician did not believed that infection was device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that patient had redness and oozing at the battery site due to infection. The patient was prescribed medication. The physician did not believed that infection was device related. The patient underwent an explant procedure.